Event description:
On (B)(6) 2010, pt's mother called regarding defective button on infusion device. During troubleshooting, mother reported the infusion device display had black lines across it that appeared to be words. The infusion device began to beep and vibrate but mother was unable to read the display. Mother was not sure when or if the battery cover was last changed. Mother was asked to insert a new battery to complete troubleshooting but she declined to do this. Infusion device was not dropped on a hard surface or exposed to water or insulin ingress. Pt had already switched to backup infusion device. Infusion device was replaced and requested for evaluation. Battery and battery cover were also requested for evaluation. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.